Event description:
It was reported from spain that the patient was not waking up properly after the ventricular assist device (vad) implant procedure. The implanting surgeon noted some severe drops of mean arterial pressure due to right heart problems and arrhythmias during surgery and in the intensive care unit. A cerebral computed tomography (CT) scan was done which showed large ischemic areas in the bilateral cerebellar and left frontal regions. A neurological consult stated that the patient had a very poor prognosis and therapy was discontinued. The patient expired on (B)(6) 2015.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including stroke and death, have been associated with use of this device as outlined in the instructions for use (IFU). The patient was known to have severe atherosclerosis of the aorta and the supra-aortic branches which may have contributed to their ischemic brain injury. In addition, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications, the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The device(s) listed in this report is (are) used for treatment, not diagnosis. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Device has not be returned.